Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/11/2021. H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 0265052 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter tubing and wedge were not present inside of the adapter. Based off the visual inspection the engineer was able to verify the reported defect. It was determined there was an issue with the flare length or swage depth of the unit. This was a manufacturing defect and CAPA#1461582 was initiated.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had the catheter separate from the hub. The following information was provided by the initial reporter: "material no: 381423, batch no: 0265052. It was reported that when the button was pushed to retract the needle, the hub flew across the room. Verbatim: we attempted to insert an IV into the above mentioned patient, we opened the IV package, removed the over-cap, slightly advanced the cathlon to loosen it off of the hub. We then poked the patient, saw positive blood return, and then started to advance the cathlon, we pushed the button to retract the needle, and the hub flew across the room. We later noted that the cathlon was inside the needle retractor device".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had the catheter separate from the hub. The following information was provided by the initial reporter: "material no: 381423, batch no: 0265052. It was reported that when the button was pushed to retract the needle, the hub flew across the room. Verbatim: we attempted to insert an IV into the above mentioned patient, we opened the IV package, removed the over-cap, slightly advanced the cathlon to loosen it off of the hub. We then poked the patient, saw positive blood return, and then started to advance the cathlon, we pushed the button to retract the needle, and the hub flew across the room. We later noted that the cathlon was inside the needle retractor device".